Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the needle stuck so guidewire couldn't access and sheath bent when placing. Had to be discarded and a new pack opened.